Event description:
The following information was provided: during the anterior cut surgeon went to readjust and mics fell apart with 1 of the non/sterile screws entering the field. Able to recover all 3 screws and all 12 ball bearings. Resumed case with a new mics. Case type / application: (B)(4).